Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson white syndrome (wpw) (avrt/wpw) cardiac ablation procedure with a thermocool smarttouch and there was no fluid going through the catheter. They flushed the catheter multiple times; however, the issue persisted. They replaced the catheter and the procedure continued without further issues. There was no adverse patient consequence reported. Initially, the event was assessed as non MDR reportable. Occlusion or no irrigation is highly detectable by the physician. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, on 05-jul-2024, additional information was received which indicated that the issue was noticed while the catheter was in the body, and they were trying to come on ablation. The event is now considered MDR reportable with an awareness date of 05-jul-2024. An error was noted that there were high temperature values as they were coming on ablation. They checked the irrigation tubing on the catheter and tried flushing through. This did not work, so they changed the catheter. The correct catheter settings were selected on generator.

Manufacturer narrative:
The device was returned to biosense webster for evaluation. A visual inspection, microscopic examination, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature test was performed, and the smartablate generator displayed a "catheter temperature above max" message. An irrigation test was performed, and the device was not flushing correctly, then the dome was microscopically inspected, and it was found occluded with dry reddish material. A manufacturing record evaluation was performed for the finished device number lot 31276457m and no internal actions related to the complaint were found during the review. The occlusion of the holes could have caused the irrigation and temperature issue reported by the customer. Therefore, the complaint was confirmed. The potential cause of the occlusion cannot be established. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. In relation to the temperature issue, the instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. The temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being monitoring maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. When rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).